Event description:
The caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.